Event description:
It was reported that the pump dispensed insulin during the load step after a rewind, load, and prime sequence was attempted to clear an alarm. There was no reported patient impact as a result of the incident.

Manufacturer narrative:
(B)(6). Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A rewind, load, and prime sequence was performed with no issues occurring. The pump was exercised for 24 hours with no loss of cartridge detection duplicated. Unrelated to the complaint, evaluation revealed a dim display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.